Manufacturer narrative:
H3- device evaluation: suspect vial was returned in liquid. Unable to identify a particulate under different magnifications with and without light. H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
Corrected data: h6: 1494-off-label: acd<3.00mm at the time of implantation. Claim#(B)(4).

Manufacturer narrative:
Investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that during surgery on (B)(6) 2023, the doctor found foreign matter (white sediment) in the lens vial after opening and removing the lens from the sealed lens vial. The surgeon continued to complete the surgery after rinsing the lens with perfusion fluid. The lens was implanted and the postoperative visual acuity, vault and intraocular pressure were reported to be good. If additional information is received a supplemental medwatch report will be submitted.